Manufacturer narrative:
It is now reported that the patient underwent revision surgery on (B)(6) 2018. The infection was treated with IV antibiotics and since treatement the infection has resolved. This report is filed on january 17, 2019.

Manufacturer narrative:
It was reported that the electrode array had extruded, subsequently the device was explanted on (B)(6) 2019. This report is submitted 09 december 2019.

Manufacturer narrative:
This report is submitted december 28, 2018.

Event description:
Per the audiologist, the patient developed an infection and subsequently underwent revision surgery (date not reported). It was also reported that the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.